Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that a retrospective study conducted between january 2021 and december 2023 at the department of urology of sapienza university of rome (italy) evaluated perioperative outcomes and cost analysis comparing retrograde intrarenal surgery (rirs) and mini-percutaneous nephrolithotomy (mini-pcnl) for the treatment of kidney stones greater or equal than 15 mm. The objective of the study was to compare both techniques in terms of clinical outcomes and costs. A total of 119 patients were included, of which 62 underwent rirs, with a mean age of 62.5 years. The rirs procedure was performed under general anesthesia using a flexible ureteroscope and holmium laser (lumenis pulse 100h), with a 365 micrometer laser fiber routinely used and a 200 micrometer fiber for specific anatomical conditions. A boston scientific sensor guidewire was utilized for ureteral access. The mini-pcnl procedure was performed under general anesthesia. Lithotripsy of the stone was performed using a holmium:yag laser with a 550 micrometer fiber. Regarding safety outcomes, complications associated with rirs were predominantly low grade (clavien-dindo I-ii), including transient postoperative fever and mild pain managed conservatively. One patient experienced a clavien-dindo grade ii complication consisting of febrile urinary tract infection requiring intravenous antibiotics. Additionally, one patient developed a clavien-dindo grade iiia complication due to postoperative bleeding, which required intervention via selective angioembolization. Complications associated with mini-pcnl were primarily consisting of self-limiting fever or minor post-operative discomfort. Two patients experienced grade ii complications which required blood transfusions. One patient developed a grade iiib complication related to significant post-operative hemorrhage which required surgical exploration for hematoma evacuation and hemostasis. It was also described that, in both groups, the rates of fever and urosepsis were comparable to those reported in the literature. No procedure-related mortality was reported. The study concluded that rirs and mini-pcnl are safe and effective minimally invasive treatment options for kidney stones greater or equal than 15 mm.

Manufacturer narrative:
Suraci, p. P., fuschi, a., sequi, m. B., valenzi, f. M., antonioni, a., rera, o. A., al salhi, y., graziani, d., martino, g., candita, g., gianfrancesco, f., benanti, p., de nunzio, c., bozzini, g., di dio, m., russo, p., pacini, m., introini, c., carbone, a., & pastore, a. L. (2025). Comparison between rirs and mini-pcnl in the treatment of kidney stones exceeding 15 mm: outcome evaluation and cost analysis. Journal of clinical medicine, 15(1), 177. Https://doi.org/10.3390/jcm15010177